Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. 2 nces were observed related to the disposition of finished goods.

Event description:
It was reported that on (B)(6) 2023, a brevera procedure was performed, samples were obtained and a marker was placed, and a radiodense object was observed in chamber f of the filter. The physician took post-biopsy marker placement images and noticed a foreign body on the images close to the marker. The biopsy was successfully completed. The device was returned for investigation and a visual inspection was performed it was found the inner needle tip was broken. A functional test was performed, and the device met the manufacturer's specifications for functional testing. Damage to the inner tip was confirmed. No other information is available at the moment.